Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed oversensing episodes on the implantable cardioverter defibrillator. No intervention was performed. Physician elected to monitor the patient.

Event description:
New information noted that the over-sensing was caused by pseudo-pseudo fusion.